Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. There was no impact to the user's blood glucose level. It was confirmed that the user loaded a new cartridge successfully.